Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample initially resulted as 418.2 miu/ml and this value was reported outside of the laboratory. No errors were encountered upon initial run. The physician called and questioned the result. The sample was then pulled and tested on a different e601 analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was automatically repeated by the same analyzer at a 1:100 dilution, resulting as 19254 miu/ml. The 19254 miu/ml value was believed to be correct. The sample was also repeated on the original e601 analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was automatically repeated by the same analyzer at a 1:100 dilution, resulting as 18921 miu/ml. The physician did not take any actions based on the erroneous result. The patient was not adversely affected. The customer pulled all samples tested for hormone tests on the analyzer within the previous 5 days and repeated these. All repeat results matched the original results for these samples. The hcgb reagent lot number was 15654203, with an expiration date of 09/30/2017. The field service engineer determined that the analyzer measuring cells were faulty since performance testing failed during troubleshooting. He checked the system function. He replaced the measuring cells. He performed a high voltage check and adjustment of the photomultiplier tube. He cleared calibration data and performed an initial blank cell calibration. He ran performance testing after the measuring cell replacement, and this was within specifications.